Event description:
It was reported that pump showed low power alerts and indicated battery charge dropped quickly, but charge did not fall to a very low level and pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior and best practices, agreed to monitor system, and was advised to call back for pump replacement if issue persisted.